Event description:
It was reported that the patient experienced an allergic reaction. It was noted that the patient had the system implanted and later revised. It was noted that the healthcare professional (hcp) said that the patient might have some rejection from the paddle electrode. It was noted that the patient wanted to have spinal cord stimulation (scs) system implanted again. It was noted that the patient had localized pain where the electrodes were but there was no swelling and no infection. It was further noted that at the time the surgeon thought it was rejection and therefore the system was removed. Additional information was requested, but was not available of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 240620001, implanted: (B)(6) 2010, explanted: (B)(6) 2011. Product type: accessory: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
It was later reported that the cause of the event was noted as the lead. Possible rejection was noted. Signs and symptoms involved back pain where the paddle leads implanted. Hospitalization was not required. Paddle leads extracted was noted.

Manufacturer narrative:
(B)(4).